Event description:
The pt was due to receive chemotherapy through this port but it was noted to be functioning properly. An x-ray showed a separation of the catheter from the port. The pt was taken to the operating room for removal of the port and then went to the radiology department for percutaneous retrieval of a portion of catheter from the pt's right atrium.